Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2014; 5867-3m adaptor, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported the patient had a cardiac arrest and required external defibrillation. It was further reported the patient had multiple episodes of non-sustained tachycardia and high rate non-sustained tachycardia. The patient developed ventricular fibrillation and the initial shock was aborted due to failure to reconfirm. Redetection occurred; a shock was delivered and terminated the arrhythmia. Double counting and oversensing were present and triggered a lead integrity alert. Ventricular fibrillation redeveloped but did not meet detection criteria and external defibrillation was needed. The device and lead remain in use and the device settings were reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.